Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided for review. Review of the available information by a health care professional identified the following: the patient had an initial left tha with a history of dislocations and a revision. The patient underwent a second revision where the head and liner were revised. Images not submitted at this time as the post-op x-rays wound not capture the event of dislocation. The CT slice is of the pelvis and does not capture the device and the other two CT single images are of 3d renderings and are not diagnostic for radiologist to review. A definitive root cause cannot be determined. The surgeon reported that patient was completing more exercise in previous surgery post op period than he had prescribed. It is unknown if that caused or contributed to the reported event. This complaint cannot be confirmed. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4 expiration and UDI; g3; h2; h4 the following sections were corrected: d1; d4 lot once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a left hip revision due to dislocation. The head and liner were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 802403603 lot#3185694 constrained head 12/14 taper 36 mm diameter +0 mm neck length. G2: foreign ¿ australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.